Event description:
In 2001, a pt was admitted to this facility for elective endoscopic eval of gastrointestinal bleeding associated with guaiac (+) stool. The pt's medical history included chronic atrial fibrillation, gastro-esophageal reflux disorder (gerd) and chronic obstructive pulmonary disorder (copd). During a colonoscopy, the video-colonoscope was passed easily to the terminal ileum. The pt was noted to have moderate left sided and transverse colon diverticulosis as well as polyps throughout the transverse colon and nodularity in the cecum. The nodules in the cecum were biopsied and the polyps in the transverse colon were removed via snare cautery. A small polyp in the transverse colon was biopsied with the cold biopsy forceps. Pathologic analyses of the removed transverse colon specimens revealed tubular adenoma and mild acute colitis. The pt developed abdominal pain and distention after the procedure. Examination by the gastroenterologist revealed that bowel sounds were present. A rectal exam was done, a rectal tube was inserted, and the pt was advised to move around in order to help expel gas. A multi-view abdominal x-ray, ordered when these efforts did not relieve the pt's discomfort, revealed a pneumoperitoneum and a surgical consult was requested. The pt was placed on antibiotics and transported to the or where a perforation in the sigmoid colon just before the reflection was identified and repaired. The pt was transferred to the ICU after the surgery and remained intubated for 2 days. Pt was transferred in stable condition 2 weeks after admission to a nursing home for continued rehabilitation. Discussions with the gastroenterologist and the assisting nurse revealed that there had been no problem with any of the equipment used during the colonoscopy. The physician indicated that the perforation had occurred in the area of the sigmoid colon which was tortuous and rigid. No equipment defects were identified by the hosp's biomedical engineering dept.